Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "total hip arthroplasty for crowe type IV developmental dysplasia of hip with s-rom prosthesis" written by sun qicai, wang xiang-hua, song bai-shan, zhu fang-bing, and yan shi-gui published by issue 2, volume 26, february 2013, chin j orthop traumatol in february 2013 was reviewed for MDR reportability. The article's purpose is to develop the techniques of tha for crowe type IV developmental dysplasia of the hip (ddh) with depuy s-rom prosthesis and to assess its clinical results. From october 2000 to october 2011, 30 patients (36 hips) were implanted with the s-rom prosthesis along with subtrochanteric transverse osteotomy. Adverse events: 2 patients with periprosthetic fracture post op and treated with open reduction and fixation; 1 patient with femoral nerve injury during operation and recovered completely in 4 months post op without functional interference; 3 patients with limp due to affected limb shortened more than 2 cm without indication of further treatment. The article does not identify the acetabular products nor does it identify the femoral head component and focuses on the performance of the s-rom stem.